Event description:
This is a spontaneous case report received from a consumer of (B)(6)-year-old in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014; the lot number used was c96076. Consumer reported that during essure placement the left side was placed fine but the right side coil bent and maybe broke, but she was not sure. On (B)(6) 2015, she did the confirmation test anyway and the right side was not occluded so she had a bilateral tubal ligation surgery done on (B)(6) 2015. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: lot c96076 is invalid. Failure mode / mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue and a lack of efficacy. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. Neither a valid batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. No valid batch number was reported. The ae case refers to the lot number c96076, which is invalid according to the (B)(4). Without a valid batch information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and on the right side, essure coil bent and maybe broke. This event, seen as device breakage and device use error, is non-serious. Breakage is listed according to technical analysis. Device use error is also listed. Device breakage has been reported mostly during difficult essure insertions or removals. In this case, during essure placement on the left side the insert was well placed but on the right side the device bent and maybe broke. The confirmation test was performed a few months later and the right fallopian tube was not occluded. Then a tubal ligation was performed. Considering the events occurred probably during placement procedure, causality with essure use cannot be excluded. Since the tubal ligation was performed to ensure contraception and the device breakage could have led to a serious injury under less fortunate circumstances, this case is assessed as other reportable incident. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow up information received on 23-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted and on the right side, essure coil bent and maybe broke. This event, seen as device breakage and device use error, is non-serious. Breakage is listed according to technical analysis. Device use error is also listed. Device breakage has been reported mostly during difficult essure insertions or removals. In this case, during essure placement on the left side the insert was well placed but on the right side the device bent and maybe broke. The confirmation test was performed a few months later and the right fallopian tube was not occluded. Then a tubal ligation was performed. Considering the events occurred probably during placement procedure, causality with essure use cannot be excluded. Since the tubal ligation was performed to ensure contraception and the device breakage could have led to a serious injury under less fortunate circumstances, this case is assessed as other reportable incident. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).